Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that a patient experienced a temporary episode of shortness of breath allegedly due to an astral 100 device unexpectedly shutdown. Prior to that, the device underwent a safety reset while not in use on the patient. There were no reports of the patient requiring medical attention or treatment.

Event description:
It was reported to resmed that a patient experienced a temporary episode of shortness of breath allegedly due to an astral 100 device unexpectedly shutdown. Prior to that, the device underwent a safety reset while not in use on the patient. There were no reports of the patient requiring medical attention or treatment.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).